Event description:
It was reported that: "the 40f liner was the insert of choice for the surgeon. As surgeon prepared to insert the liner he made sure all the soft tissue was gone and there was debris. When the surgeon went to impact the insert he checked the insert with cobb and the insert came out of cup. He repeated this processes two additional times with the same results. After the 40f liner failed to lock, the surgeon used a 36f liner which did lock."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.